Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report that insulin pump is not providing an audible alarm when insulin is not being delivered and the customer experienced a high blood glucose level. The customer also stated that cannula looked blocked. The blood glucose reading was 469 mg/dl. During troubleshooting, it was found that the device was working properly. Customers blood glucose level was 169 mg/dl during reporting. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.